Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, loss of consciousness was reported with respiratory gasping. Evidence of ventricular fibrillation was reported. Cardiopulmonary resuscitation (CPR) was administered. A coronary occlusion was noted and no treatment was reported. No additional adverse patient effects were reported.